Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: there were no pump reboots observed in the black box to support power loss. The battery cap tightened securely onto the pump and was able to maintain electrical connection. There was cracks along the battery compartment threads and along the case seal. The battery cap was undamaged and was used for the 24 hour test without any reboots observed. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.